Manufacturer narrative:
An event of device embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 28 mm amplatzer amulet left atrial appendage occluder was chosen for procedure. The device was considered successfully placed after the third attempt. Post implant, a few hours after the implant the patient underwent transesophageal echocardiogram (tee) which revealed the device had embolized into the mitral chordae, sub-valvular level. The device was surgically retrieved that same evening. The patients appendage was then surgically repaired. The patient remained stable throughout the implant and explant procedure and remains stable. There is no allegation of device malfunction. No additional information has been provided.